Event description:
While dr. Was attempting to do an ash cath insertion, a part of the cathether became stuck in the pt's left subclavian and superior vena cava. Another surgeon was called stat, the cath lab staff called in and involved in removing the catheter. The product catheter was inspected to ensure it was completely removed.